Manufacturer narrative:
Pump received with high operating current problem isolated to radio frequency board. No cosmetic damage noted.

Event description:
The customer reported via phone call that the replacement battery cap which was received for the insulin pump does not work. The customer's blood glucose reading was 90 mg/dl at the time of incident. Troubleshooting found that the insulin pump alarms low battery before the battery cap was replaced and after. The cap does not resolve the issue and the battery does not last more than one week. The customer was advised that the device would be replaced and to return the product for analysis.